Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven months post-implant, the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced due to pocket erosion and infection. No further patient complications have been reported as a result of this event.